Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision in the right eye five days post lift enhancement. Dry and wet refraction shows a myopic shift but could be normal healing curve. The patient is to continue artificial tear drops and return for check up at a later date. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the day of the treatment shows that the customer treated one patient without using eyetracker. The eyetracker enables automatic tracking of eye movements during ablation. The laser beam will follow the eye based on the tracking information. The eyetracker also provides automatic centration of the ablation upon the pupil centroid. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling: the eyetracker was switched off during the treatment. The manufacturer internal reference number is: (B)(4).